Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent surgery on (B)(6) 2006 to take down previously placed mesh due to incontinence. It was reported that the patient underwent surgery (B)(6) 2007 for a transvaginal incision and excision of suburethral transvaginal tape due to complete outflow obstruction from transvaginal tape-- status post prior to abdominal release of transvaginal tape. No additional information was provided. (B)(4).